Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported bleeding could not conclusively be determined. The account communicated that the patient was hospitalized on (B)(6)2019 after reports of weakness, defeat, and dyspnea. The patient reportedly had low hemoglobin. The patient continues to reject a colonoscopy and a bleeding source was not determined. The patient was reportedly stable after receiving a transfusion. This event was determined to be resolved on (B)(6)2019. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced weakness and dyspnoea. The patient was hospitalized, the patient rejected a colonoscopy. The bleeding source was not located. The patient received a blood transfusion ("2 ek"). No further information was provided.